Event description:
It was reported that the device was hot during a procedure. The procedure was completed successfully with no delays, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was hot during a procedure. The procedure was completed successfully with no delays, medical intervention, or adverse consequences reported.